Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that raypex 6 gave incorrect measurements. The outcome of this event is unknown as of this MDR.

Manufacturer narrative:
Additional information received for the outcome of the event. There was no injury that occurred to the patient. This is a follow up report for this additional information. Investigation results nc083683: display (no touch function) defect. Only control unit provided for investigation. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 4582. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to correct this code.